Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# (B)(4)) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Upon investigation, it was found that the nimbus mattress was placed upon a (B)(6) hosp bed (a non-arjohuntleigh product) when the incident occurred. Since the (B)(6) bed was unavailable, the mattress and pump involved in this incident were setup on a contoura 380 bed and inspected. The mattress was found to be in good order. There was no obvious damage, and all cells appeared to be in correct alignment and well located. The cover was in excellent condition, with no wear or damage apparent. The zips were fully intact and functional. When the mattress were fully inflated, it completely covered the deck of the bed from side rail to side rail. Only a hand width gap between the side of the mattress and the safety rails of the bed was observed as expected. The pump was also inspected and found to be in good working order. Internal inspection revealed no problems and the unit appeared as new. In 2009, a pt safety alert no 7 was issued by (B)(6) in (B)(6) regarding safety issues concerning (B)(6) beds resulting in an entrapment risk when used in conjunction with the nimbus mattresses. Add'l model #: 151028.

Event description:
An elderly pt was lying on a mattress that was placed on top of the bed's mattress. The cot sides, that have rigid vertical bars, were in the upright position. During the night, the pt was found lying on her side wedged in the gap between the nimbus mattress and the cot side. The pt was found with a vertical bar of the cot side bar against her neck and against her chest. Her head was not through the cot sides. The pt was unresponsive and not breathing and was declared dead a short time later.